Event description:
During device implantation, the right ventricular (rv) lead became bent while advancing into the rv. The rv lead was fixated and increased pacing impedance was noted on the rv lead. It was additionally noted that the helix of the rv lead was not fully extended. It was attempted to fully extend the helix of the rv lead, but this was not successful. The rv lead was not implanted, and a new rv lead was successfully implanted to resolve this event. The patient was stable.